Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. Customer could not reset the pump at the time of the call. Customer was instructed on the process to do a reset and to call tandem technical support once the reset was done. Multiple attempts were made by tandem technical support to contact customer that were unsuccessful.